Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the right ventricular (rv) lead and elevated pacing thresholds. There was no information immediately available. A request for additional information has been sent. Additional out of range measurements were observed. As of a later date, a lead revision was performed to cap and replace the lead. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.